Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomaly was found. The cause of the reported extended charge time could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented in clinic for a device check, session records revealed extended charge time was observed early in (B)(6). The device was explanted and replaced. The patient condition is excellent.